Manufacturer narrative:
The product was not returned for analysis. Photo provided shows secondary label set for serial number. Where the serial number should be identified, it instead contains part of the gtin number. The root cause is deemed to be internal-manufacturing related. Labels with the incorrect data reference for the human readable serial number were released. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the intraocular lens (iol) implantation procedure, noticed the difference of the serial number on the sticker occurred. Iol had been inserted, and there was no problem at all.